Manufacturer narrative:
The reported failure of the oxygen blending module subassembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo, o2, international ventilator was returned to a third-party service center for four-year service. There were no reports of harm or injury. The device was not reported to be in patient use at the time of the event. During the evaluation of the trilogy evo, o2, international device at the third-party service center, an evt_o2_stuck error was identified in the device's event log. This error indicates that the o2 proportional valve, which controls the flow of oxygen to the blower inlet, was mechanically stuck in either the closed or open position. To address this issue, the service technician replaced the device's oxygen blending module subassembly and oxygen blending module harness. An evt_o2_pressure_railed_high error was also identified in the event log, indicating that the o2 pressure sensor railed to its maximum positive value. The replacement of the oxygen blending module subassembly and oxygen blending module harness addressed this error as well. Unrelated to the reportable issue, the device's machine flow sensor was replaced in accordance with the field safety notice procedure. The device was inspected internally and externally, and no cosmetic damage was observed. No alarms sounded during bench run-in. The device was tested, and all testing passed.